Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after filling multiple cartridges with 100 units of insulin. No reported adverse to the customer¿s blood glucose level. Customer added insulin to the cartridge and loaded it successfully.